Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (external component issue) issue. The reporter stated that the battery cap could not be attached to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 05/13/2014-device evaluation:the battery cap has been returned and evaluated by product analysis on 05/05/2014 with the following findings:a test pump was used to complete investigation. The returned battery cap secured properly to the test pump. No power interruptions were observed. The battery cap also detached properly from the test pump. No damage was observed to the battery cap threads or spring. The cap contact dimensions measured within specifications. No defect was found.

Manufacturer narrative:
The battery cap has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.